Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which was verified through a review of the event history log by the presence of downstream occlusion alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The reported symptom was not reproduced during evaluation. Testing the device for downstream occlusion detection yielded passing results. The device was found to function as designed with relation to the reported symptom. No further action is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.It was reported that a spectrum pump experienced a downstream occlusion. There was no patient involvement. No additional information is available.